Event description:
The customer reported that the device could not recognize the battery. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device could not recognize the battery. There was no report of pt involvement. The device was evaluated at the philips repair bench and the failure was verified. The technician reported that when wiggling the battery the unit unexpectedly would shutdown. Replacement of the battery pca resolved the failure. The device passed all post-servicing testing and was shipped back to the customer site.